Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 8.0 to 10. Mmol. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Customer states that the meter gave a lo blood sugar results about a month ago. Customer states that she was not having any symptoms when the meter gave the lo result. Customer states that she run a blood test with her friends meter and she was able to obtain a normal reading. Customer normal glucose range is 8.0-10.0 mmol fasting and, she test 6 times a day taking insulin. Customer is legally blind and is unable to see the time and date clearly on the screen.